Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "not enough milk production." Patient additionally reported "concerns about the events being linked to her implants" and "rupture." The following events are not related to the device "scar tissue on left lung, severe pain in both knees, joint pain, nausea that lasts all day, gi issues, vertigo, changes in vision, heart beating extremely fast, anxiety, shortness of breath, chronic fatigue, headaches, lump in throat, high blood pressure, and digestive issues¿. Healthcare professional confirms left sided rupture. Device has been explanted and replaced.